Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws separated from themselves. The breakage was noticed during the branch transection... No unusual circumstances. They didn't state anything became dislodged from the device. Device taken out of use. There were no procedural delay. New product opened and functioned without issue. There was not harm to the patient.

Event description:
N/a.

Manufacturer narrative:
B)(4). Updated section: the device was returned to the factory for evaluation on 03/03/2023. An investigation was conducted on 03/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed between the jaws. A microscopic inspection was conducted. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation of the cold jaw was observed to be peeled at the tip of the jaw and remained attached. The insulation of the hot jaw was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "material/twisted bent" was not confirmed, however the analyzed failure "peeled; jaw" was confirmed. The lot # 3000291157 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.